Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that c<(>&<)>1, c<(>&<)>2, c<(>&<)>3 have impedances above 1000 ohms, and all other combinations were greater than 4000 ohms. The caller reported the patient felt a shocking sensation when the therapy was confirmed to be off. The rep noted even putting the clinician programmer antenna over the patient¿s implant caused her to feel the sensation from pocket site to the end of the patient¿s leg. Technical services noted the sensation was medical in nature, given the patient was feeling it even when the therapy was off. It was noted the rep had not tried to get a patient response on electrodes that resulted in impedance of greater than 4000 ohms. The rep noted they had a power on reset (por) on (B)(6) 2017. It was noted the patient had shocking and loss of therapy on (B)(6) and it was sudden in onset. Additional information from the rep reported the cause of the por was unknown. The rep noted for trouble shooting they performed an impedance check and combination 0,1; 0,2; 0,3; 1,2; 1,3; 2 ,3 showed greater than 4000 ohms. The patient noted they rebonded the implantable neurostimulator (ins) and the patient programmer and set it to program 1 (c+,1-) at 0.7 m amps. The rep noted the cause of the loss of therapy, shocking, and high impedances were not known and there was no further trouble shooting performed to resolve the issue. The patient is implanted for gastrointestinal/pelvic floor.